Manufacturer narrative:
(B)(4)

Event description:
The customer reported, during patient use, an 840 ventilator where the graphic user interface went inoperable. The patient was removed from the ventilator. There was no harm to the patient as a result of the event.

Manufacturer narrative:
(B)(4). The service engineer (se) evaluated the ventilator and replaced the graphic user interface (gui) printed circuit board (pcb). The hardware on the backlight inverter printed circuit boards (pcbs) were updated. The ventilator passed self testing.